Event description:
The manufacturer received information; the patient alleged "airflow had not been provided for approximately five seconds". There was no patient harm or injury reported with this notification. The distributor's sales representative could not confirm the airflow outage. The unit was replaced just in case. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation an e-95 error code was discovered indicating occurrence of reboot had been recorded once. Since it had not occurred repeatedly, the main pca was not replaced following the service manual. Checked the inside of the device and confirmed that there was no peeling or deterioration of the form. Replaced rp-airpath kit, a30, a40, v30, ola+ p/n 1152388 per lbl1155427.performed functional test of the device per bipap a30 & bipap a40 original and silver series manual, and the device passed. Periodic maintenance was performed. The unit was checked overall, cleaned and functionally tested. The software was upgraded to 3.6.5.